Event description:
It was reported that the patient experienced severe new pain in the right hip during trial whether the stimulation was on or off. The patient underwent a lead pull procedure, and the hip pain went away. The physician was unable to determine the cause of the pain. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc221850e0. Model: sc-2218-50e. Serial: (B)(6). Batch: 7126445.